Event description:
Complainant alleged that while attempting to analyze a patient's heart rhythm, the device was unable to analyze. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please reference medwatch number 1220908-2010-01102. The same device was used on a different patient.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.